Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined there was no trends for the product. Device history record review did not identify any non-conformances or deviations for the complaint lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. In house testing of panels which mimic patient samples was completed using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on our investigation, we have determined that there is no general issue with the architect total b-hcg reagent lot.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect total b-hcg result for a (B)(6) female with irregular menstruations and not pregnant. The sample ((B)(6)) generated 178.72 miu/ml and retest of the same sample was 175.9 miu/ml. A new sample was collected from the patient and generated a negative result of <1.2 miu/ml. No impact to patient management was reported.